Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction stopping all insulin deliveries. During troubleshooting with tandem technical support, the malfunction was able to be cleared and the customer was able to successfully resume insulin therapy. Customer's blood glucose levels was 123 mg/dl.